Manufacturer narrative:
The event of "delayed healing and infection (unknown onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: delayed healing and infection (unknown onset).

Event description:
Healthcare professional reported "infection", "wound problems" and "correction of asymmetry" via national breast implant registry (nbir). This record is for the left side. Device was explanted.